Manufacturer narrative:
The manufacturer received document for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery two znn lag screw got damaged. The surgery was delayed by 40 minutes.

Manufacturer narrative:
D11 - medical products and therapy date detail of product: item number 47248509010, item name znn, cmn lag screw¸ 10.5 mm, 90 mm, including set screw, lot number unknown. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trigger considering the following event is identified: device damaged event description: during surgery on (B)(6) 2018, two znn lag screw got damaged. The surgery was completed with 80 mm lag screw. The surgery was delayed by 40 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Surgical technique: the correct lag screw placement is described on pages 14-21. Conclusion: during the surgery on (B)(6) 2018, two znn lag screws got damaged. The surgery was completed with an 80 mm lag screw. The DHR check could not be performed as the lot numbers were not available. No product was returned to zimmer biomet for in-depth analysis. It is not in detail explained in which surgical step, both lag screws were damaged. The used instrumentation is also not mentioned. The correct insertion/placement of the lag screw is described in the surgical technique 97-2493-002-00. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01265.